Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 1 year 7 months following the implant of this transcatheter bioprosthetic valve, it was reported that that patient had several rounds of bactermia due to an infected pelvic mesh from a hernia repair. The widespread inflammatory process had an effect on the valve. Transesophageal echocardiograms (tee) were performed and no thrombus or vegetation was noted. The valve was imaged and severe central aortic infufficiency was noted. The patient was mildly symptomatic. No treatment was reported. No additional adverse patient effects were reported.